Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00813.

Event description:
The user facility reported that they opened two angio-seal devices and the sheaths were bent. The devices were not inserted into the patient's body. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 06sept2019. It was a peripheral procedure. Both angio-seal devices were used during the same patient case. It is unknown if a third angio-seal device was opened and used to complete hemostasis or if manual compression was applied. Additional information was received on 23sept2019. The procedure was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved with another 6fr angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 8fr angio-seal evolution device was returned for product evaluation. The arteriotomy locator and hemostasis sheath were returned along with the header bag. The 8fr evolution device was returned within a sealed poly foil pouch. Visual inspection revealed that there was no sign of damage or deformation observed on the returned arteriotomy locator and sheath. There were no signs of use of the angio-seal evolution device. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.